Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing post-sensed t wave oversensing on the ventricular channel. Programming changes were made. Device remains implanted.

Event description:
New information received notes that another instance of noise due to non-sustained rv oversensing was observed. Further programming changes were made. Device remains implanted.